Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device location of device: uterus lining/expulsion of essure device, perforation (uterus)/one coil was missing from my body") and genital haemorrhage ("heavy bleeding") in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: patient's current weight 170 lbs. Concurrent conditions included obesity. On (B)(6)2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced mood swings ("mood swings"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), dyspareunia ("dyspareunia(painful sexual intercourse)"), alopecia ("hair loss"), fatigue ("fatigue") and pelvic pain ("pain severe pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("extreme, debilitating menstrual pain"), migraine ("migraines"), anxiety ("anxious"), depression ("depressed"), cystitis ("infection (bladder/ urinary tract/vaginal) type:bladder "), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder/uti"), acne ("acne breakouts"), rash ("rashes on arms"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), abdominal pain ("abdominal pain"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problem"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, genital haemorrhage, dysmenorrhoea, migraine, anxiety, depression, mood swings, cystitis, urinary tract infection, acne, rash, irritable bowel syndrome, weight increased, dyspareunia, female sexual dysfunction, abdominal pain, fatigue, bladder disorder, urinary tract disorder and pelvic pain outcome was unknown and the alopecia had resolved. The reporter considered abdominal pain, acne, alopecia, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, irritable bowel syndrome, migraine, mood swings, pelvic pain, rash, urinary tract disorder, urinary tract infection, uterine perforation and weight increased to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms of extreme, debilitating menstrual pain, heavy bleeding and migraines, among other complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. Hysterosalpingogram - on an unknown date: results: full occlusion and proper placement. Most recent follow-up information incorporated above includes: on 5-apr-2019: pfs received. Event added: pain severe pain. Event clubbed and pt updated from device expulsion to uterine perforation. Event onset date were added. Lab data added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus lining") and genital haemorrhage ("heavy bleeding") in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("extreme, debilitating menstrual pain"), migraine ("migraines"), anxiety ("anxious"), depression ("depressed"), mood swings ("mood swings"), cystitis ("infection (bladder/ urinary tract/vaginal) type:bladder "), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder/uti"), acne ("acne breakouts"), rash ("rashes on arms"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), weight increased ("weight gain / loss specify which one: weight gain"), dyspareunia ("dyspareunia(painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), abdominal pain ("abdominal pain "), alopecia ("hair loss"), fatigue ("fatigue"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problem"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)) and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, genital haemorrhage, dysmenorrhoea, migraine, anxiety, depression, mood swings, cystitis, urinary tract infection, acne, rash, irritable bowel syndrome, weight increased, dyspareunia, female sexual dysfunction, abdominal pain, fatigue, bladder disorder and urinary tract disorder outcome was unknown and the alopecia had resolved. The reporter considered abdominal pain, acne, alopecia, anxiety, bladder disorder, cystitis, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, irritable bowel syndrome, migraine, mood swings, rash, urinary tract disorder, urinary tract infection and weight increased to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms of extreme, debilitating menstrual pain, heavy bleeding and migraines, among other complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. Hysterosalpingogram - on an unknown date: full occlusion and proper placement most recent follow-up information incorporated above includes: on 8-nov-2018: pfs received. Reporter's information was added. Patient's demographics was added. Added event mood swings, bladder infection, uti, acne breakouts, rashes on arms, migration of essure device location of device: uterus lining/ expulsion of essure device, ibs, weight gain, dyspareunia, apareunia, abdominal pain, hair loss, fatigue, bladder problem and urinary problem. Updated outcome of event. Lab data was added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location of device: uterus lining/expulsion of essure device, perforation (uterus)/one coil was missing from my body') and genital haemorrhage ('heavy bleeding') in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: patient's current weight 170 lbs. Concurrent conditions included obesity. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced mood swings ("mood swings"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), dyspareunia ("dyspareunia(painful sexual intercourse)"), alopecia ("hair loss"), fatigue ("fatigue") and pelvic pain ("pain severe pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("extreme, debilitating menstrual pain"), migraine ("migraines"), anxiety ("anxious"), depression ("depressed"), cystitis ("infection (bladder/ urinary tract/vaginal) type:bladder "), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder/uti"), acne ("rashes or skin condition: severe acne and rashes on arms"), rash ("rashes or skin condition: severe acne and rashes on arms"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), abdominal pain ("abdominal pain, severe abdominal cramp"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), anger ("hormonal changes") and perinatal depression ("depression like post partum symptoms"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, genital haemorrhage, dysmenorrhoea, migraine, anxiety, depression, mood swings, cystitis, urinary tract infection, acne, rash, irritable bowel syndrome, weight increased, dyspareunia, female sexual dysfunction, abdominal pain, fatigue, bladder disorder, urinary tract disorder, pelvic pain, abdominal distension, anger and perinatal depression outcome was unknown and the alopecia had resolved. The reporter considered abdominal distension, abdominal pain, acne, alopecia, anger, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, irritable bowel syndrome, migraine, mood swings, pelvic pain, perinatal depression, rash, urinary tract disorder, urinary tract infection, uterine perforation and weight increased to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms of extreme, debilitating menstrual pain, heavy bleeding and migraines, among other complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. Hysterosalpingogram - on an unknown date: results: full occlusion and proper placement. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location of device: uterus lining/expulsion of essure device, perforation (uterus)/one coil was missing from my body') and genital haemorrhage ('heavy bleeding') in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: patient's current weight 170 lbs. Concurrent conditions included obesity. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced mood swings ("mood swings"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), dyspareunia ("dyspareunia(painful sexual intercourse)"), alopecia ("hair loss"), fatigue ("fatigue") and pelvic pain ("pain severe pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("extreme, debilitating menstrual pain"), migraine ("migraines"), anxiety ("anxious"), depression ("depressed"), cystitis ("infection (bladder/ urinary tract/vaginal) type:bladder "), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder/uti"), acne ("rashes or skin condition: severe acne and rashes on arms"), rash ("rashes or skin condition: severe acne and rashes on arms"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), abdominal pain ("abdominal pain, severe abdominal cramp"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), anger ("hormonal changes") and perinatal depression ("depression like post partum symptoms"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, genital haemorrhage, dysmenorrhoea, migraine, anxiety, depression, mood swings, cystitis, urinary tract infection, acne, rash, irritable bowel syndrome, weight increased, dyspareunia, female sexual dysfunction, abdominal pain, fatigue, bladder disorder, urinary tract disorder, pelvic pain, abdominal distension, anger and perinatal depression outcome was unknown and the alopecia had resolved. The reporter considered abdominal distension, abdominal pain, acne, alopecia, anger, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, irritable bowel syndrome, migraine, mood swings, pelvic pain, perinatal depression, rash, urinary tract disorder, urinary tract infection, uterine perforation and weight increased to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms of extreme, debilitating menstrual pain, heavy bleeding and migraines, among other complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. Hysterosalpingogram - on an unknown date: results: full occlusion and proper placement. Most recent follow-up information incorporated above includes: on 2-jul-2020: pfs received: new events bloating, depression like post partum symptoms and rage were added. Patient demographic was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("extreme, debilitating menstrual pain"), migraine ("migraines"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (undergo a hysterectomy and removal of the essure devics). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, dysmenorrhoea, migraine, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, genital haemorrhage and migraine to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms of extreme, debilitating menstrual pain, heavy bleeding and migraines, among other complications. Diagnostic results (normal ranges are provided in parenthesis if available):hysterosalpingogram - on an unknown date: full occlusion and proper placement. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.